Event description:
A report was rec'd on 9/2001 that a memorylens which had been implanted in a pt's left eye in 1999 had clouded over, developed a film. This was diagnosed at the pt's exam on event date. The surgeon performed a ppv, vitrectomy/vitreous tap a month later, the culture came back negative. The surgeon injected intraocular antibiotics, and the pt is on steriods, antibiotics, and cytogel. As of the pt's last exam six days later, the pt's visual acuity was 20/80. The surgeon reported that the pt's condition was "stable, not getting any better; may need iol exchange".